Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was unknown at the time of the incident. Customer's father stated that reservoirs in question cannot push the air bubbles out and that some parts seems to be loose. Air bubbles are not coming out of the reservoir. The reservoir was expected to be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Unable to pre-fill. Also checked reservoir snap-cap width dimensions. Using a new lab infusion set connected reservoir and found easy to connect/release.